Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical technician, upon start-up the ccm booted up to a photon gui screen instead of the normal main display screen. During laboratory analysis, the product surveillance technician (pst) observed a 'disk boot failure, insert system disk and press enter' message upon startup. Replacing the end-user's hard drive with a lab use only hard drive restored normal functionality, determining that the end-user's hard drive was defective.

Event description:
It was reported that during the use of the device for a non-clinical activity, the screen of the central control monitor (ccm) did not boot properly. There was no patient involvement.